Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. A new device was connected to the chronic lead system, and lead measurements were observed to be normal. The patient was induced into a ventricular arrhythmia, and successfully converted. Following this induction, the shock electrogram morphology changed. Further manipulation demonstrated a possible lead fracture on the proximal shocking coil, proximal the yoke. The lead was cut below the yoke and capped, and a new pectoral system was implanted. To date, there have been no reported patient symptoms associated with this clinical observation.